Manufacturer narrative:
Concomitant medical products: product ID: 4193. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿removal of coronary sinus intima by a guidewire during cardiac resynchronization therapy.¿ pace. 2007: october vol. 30; p 1288-1289. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding the implant procedure for a cardiac resynchronization therapy (crt) system. The article reported that the sheath was implanted, and due to the angle of the patient¿s posterolateral branch of the coronary sinus, the competitor guide wire could not be inserted into the branch. Another competitor¿s guide wire was then used; however, the lead could not pass to the site. When the physician tried to remove the guide wire, the tip became ¿stuck¿ at the tip of the sheath. The physician chose to remove the whole system. Upon removal, there was a ¿mass¿ had adhered to the guide wire. The mass was found to be consisting of ¿venous intima and thrombus.¿ the patient recovered without any symptoms and a re-operation was scheduled. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were "no adverse events or device failure related to medtronic products" referenced in the article. No further information was provided.